Event description:
A healthcare professional for a patient whose indication for use is parkinson's dual reported on (B)(6) 2016 the patient was seen in the emergency room due to sudden electrical sensations in their legs. The patient was sitting in a chair when the sensations had started. The patient was receiving stimulation benefit at the time the symptom occurred. The patient had been advised to be seen in the emergency room due to concern about a stroke. A computerized tomography (CT) scan was performed and was negative for any problems. They had tried turning stimulation off but it had been hard to tell if the electrical sensations got better or not because the patient's tremor was so bad with stimulation off. There were no falls or traumas related to the issue. The healthcare professional met with the patient on (B)(6) 2016; impedance were normal and unchanged from previous impedance. The electrical sensations had been resolved. The patient had advanced parkinson's disease and had had some history of getting some paresthesia's on the right and left sides (arms and legs) in the past. Sometimes the patient's husband would turn the setting down a bit but this had been a unique event and the patient had no prior history of this type of sensation. There are no concerns about lead positioning. The patient had last been seen about 2 weeks prior by their healthcare professional and no programming changes had been made. The patient had higher settings, around 6.5ma and 4.9ma. The patient had been using stimulation 100% of the time and there was not any evidence of stimulation being off since the last visit. The healthcare professional was going to monitor the patient for reoccurring symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.